Manufacturer narrative:
As-received at edwards, and also apparent in the post-explant photographs provided by the hospital, there is an indentation of the free edges of leaflets 1 and 2 immediately adjacent to commissure 2. The morphology of this indentation is consistent with the interference/tethering from the preserved native mitral leaflet/subvalvular apparatus or a pledgetted suture looping. The free edges of leaflet 1 and 2 are folded, originating directly out of the leaflet tethering site at commissure 2. As-received at edwards, and also apparent in the post-explant photographs provided by the hospital, there is mild to moderate host tissue overgrowth present on both inflow and outflow surfaces of the leaflets. No leaflet tissue calcification is evident in the hospital photographs or in the x-rays taken at edwards. No thrombosis is evident on the valve immediately post explant or as received at edwards. There is no evidence of structural valve deterioration. Based on the available information, it appears that commissure 2 experienced mild interference from the preserved native mitral leaflet/subvalvular apparatus or a pledgetted suture looping during the initial valve replacement procedure, which resulted in leaflet tethering/folding. While the interference did not immediately produce clinically significant regurgitation, it appears that the leaflet tethering/folding was exacerbated by subsequent host tissue overgrowth that over time reduced the leaflet mobility, resulting in the reported severe regurgitation.

Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 7300tfx which is marketed in the u.s. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the degeneration, leaflet thickening, and regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this study 31 mm pericardial mitral valve was showing on echo signs of structural valve deterioration due to leaflet thickened leading to a severe central regurgitation, leading to the decision to re-operate, after an implant duration of 1 year and 1 month. The date of the reoperation has not been scheduled yet. Patient was reported as to be dyspneic and symptomatic. The device remains implanted at this time. The valve was originally implanted in full sternotomy and indication for replacement was pure insufficiency. The post-op transesophageal echography showed good contractility of all segments. There was no residual mitral leakage. The gradients were adequate. The patient was stable at the end of the operation. On pod 6, it was observed on echo that there was slight to moderate central mitral regurgitation (2-3/4). On pod 7, an eet was performed, showing minimal mitral regurgitation (1/1). Approximately 1 year and 1 month later, an echo showed severe mitral regurgitation (4/4), with the posterior leaflet fixed and thickened, stuck in the intermediate position leading to a severe, eccentric leak.

Manufacturer narrative:
Device was returned and evaluated. Customer report of pannus and thickened leaflets was confirmed. Report of regurgitation could not be confirmed through visual observations. The free margin of leaflet 2 was observed to be rolled towards the outflow aspect, which created a gap in the central coaptation region. The free margin of leaflets 1 and 2 were observed to have some thickening/swelling. Both leaflets 1 and 2 had non-transmural leaflet tears of 3mm near commissure 2 at the outflow aspect. The cusp of leaflet 1 had serrated markings and a 3mm non-transmural tear at the outflow aspect. Leaflet 2 had a 4.5mm non transmural tear at the outflow aspect near the free margin. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 1 at the outflow aspect and 8mm on leaflet 3 at the inflow aspect. The wireform was exposed on commissure 2. X-ray demonstrated wireform intact. Five color images were provided by the customer. The images showed the valve at the outflow, inflow and side view, along with multiple host tissue fragments. From the images provided, it is unable to determine where the host tissue fragments originated from. Valve appeared in same condition as in images provided, with the exception of more host tissue at the outflow aspect than as received. Host tissue fragments were not returned. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation.

Event description:
The valve was showing signs of valve dysfunction due to pannus overgrowth that caused leaflet thickening leading to severe central regurgitation, leading to the decision to reoperate.

Event description:
The valve was explanted and a 29mm valve was implanted as a replacement. Patient was reported to be doing well.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.